Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is sticking. Associated malfunctions for this device: on/off switch no audible alarm.